Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The customer called the technical assistant center (tac). The assistant recommended wiping the electrical contacts on the endoscope connector using clean, lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol, and then completely drying them. After drying them, the customer was advised to connect the endoscope to the light source. It was also recommended to try the same scope with another tower and order a maj-2087 socket cleaning adapter to clean the clv-190 socket. The customer sent the device for evaluation. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event, intermittently defective image found wiggle the scope (screen goes black. Color lines running north to south on the monitor.). Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the intermittent defective image is caused by the bad scope socket. Olympus will continue to monitor field performance for this device.

Event description:
It was reported a code error e216 and horizontal lines on the entire screen not just int the live image, with all the 190 scopes plugged when the specimen trap is attached or taken off the scope.

Event description:
It was reported, the evis exera iii xenon light source during a procedure the screen goes black when inserting scope. There were no reports of patient harm.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.